Event description:
It was reported that the patient heard patient alarm alerts, but the interrogation revealed there were no patient alert conditions met. The interrogation also indicated that the lead had oversensing for approximately 6 months. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. Performance data collected from the device was analyzed and the data revealed sensing - interference/noise, ventricular short interval count v-sic= 4.2 counts average/day, in 177.97 days, between (B)(4) 2012.